Event description:
It was reported that there were connectivity issues with the patient's implantable neurostimulator. The caller experienced a connectivity test hard stop error and received an "investigate" error message for values that were within normal limits. Monopolar readings were recorded at 2692 ohms and 2055 ohms, while bipolar readings were in the 4000's ohms range. The patient reported that their therapy effectiveness had declined since the new ins was implanted. Troubleshooting suggestions included obtaining a json report and usage log, conducting a full impedance test at various levels, and comparing current values with previous ones. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.